Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The reporter initially reported that the sample was available. However, the sample was inadvertently discarded before being sent to baxter. Therefore, the device was not evaluated, the reported condition could not be confirmed, and no root cause was identified.

Event description:
Baxter (B)(4) received a report that an infusor leaked at the distal end luer lock after filling. The device was filled with a solution of fluorouracil. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.